Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's icm was undersensing due to a loss of contact. No intervention was performed. The patient was asymptomatic and stable.